Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint breathing circuit. The pressure test revealed the pressure drop to be outside the specification for this product. The water bath test identified the leak around the swivel. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested before they are allowed to leave the production line and those that fail are rejected. This suggests the leak developed post production. It is possible that if not properly locked into place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. (B)(4).

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt131 infant breathing circuit did not pass the ventilator leak test. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via our distributor that an rt131 infant breathing circuit did not pass the ventilator leak test. This was found prior to patient use.